Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown ncb plate; item# unknown; lot# unknown 72mm cup size revision shell; item# 00700007270; lot# 65550395 arcos 17x150mm spl tpr dist; item# 11-300817; lot# 66031294 arcos con sz c std 60mm; item# 11-301303; lot# 273660 avan cmntd shell ss 58mm; item# p0463058; lot# 0001641722 avan e1 insert 28 s 58; item# p0561e58; lot# 0001683700 bone screw d6.5mm l25mm; item# 6624-65-25; lot# 65959931 bone screw d6.5mm l50mm; item# 6624-65-50; lot# 63445353 bone screw d6.5mm l20mm; item# 6624-65-20; lot# 66024209 bone screw d6.5mm l15mm; item# 6624-65-15; lot# 65871275 bone screw d6.5mm l35mm; item# 6250-65-35; lot# j7241829 bone screw d6.5mm l30mm; item# 6250-65-30; lot# j7488880. G2 - foreign: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one month post implantation, the patient underwent a revision due to greater trochanteric fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were not provided. With given information, the reported event cannot be confirmed and definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.